Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, the atrial lead exhibited low impedance and no pacing or sensing. The physician found that the lead was not fully inserted into the connector of the implantable cardioverter defibrillator (ICD). The lead was eventually inserted into the connector but with difficulty. The procedure time was extended. The patient's condition was good after the event.